Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('3 essure coils that were implanted back in 2008 , I have only seen 2 called out to me on the most recent test images.') And pelvic pain ('pain/ sharp/stabbing pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 essure coils that were implanted back in 2008". The patient's medical history included body mass index normal and breast cancer nos stage ii. Previously administered products included for an unreported indication: micronor. Concurrent conditions included fabry's disease, allergic rhinitis, neuropathy, submucous leiomyoma of uterus, endometrial thickening, intramural leiomyoma of uterus, subserous leiomyoma of uterus, sleep disturbance, polyp of corpus uteri, nausea and vomiting. Concomitant products included acetylsalicylic acid (aspirin) since september 2014, agalsidase beta (fabrazyme) since september 2012, alprazolam (xanax) since may 2015, cannabis sativa (cbd adrexol) from 2014 to 2016, cannabis sativa (marijuana) since 2014, gabapentin since april 2017 and hydrocodone since february 2015. In november 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ easily bruising weight gain"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches/ icepick headaches"). In july 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In march 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("ballooning/ gas/ severe bloat") and inflammation ("allergic or hypersensitivity reaction type: inflammation of the lower abdomen (e-belly)/"). In 2012, the patient experienced gingival recession ("dental problems: gums receeded"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids,"), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), cystitis ("bladder or urinary problems or changes: bladder infection"), incontinence ("bladder or urinary problems or changes: incontinence"), dental caries ("dental problems: increase in cavities"), abdominal pain lower ("lower abdomen/chronic lower abdominal pain/cramping"), abdominal pain ("diagonosis of debilitating abdominal pain"), menstrual disorder ("abnormal menses"), ovarian cyst ("ovarian cyst"), ovulation pain ("mittelschmerz"), hot flush ("hot flashes"), night sweats ("night sweats"), vulvovaginal candidiasis ("yeast infection (candida)"), micturition urgency ("urgent urination "), pollakiuria ("frequent urination "), vulvovaginal burning sensation ("burning of vaginal entrance"), vulvovaginal pruritus ("itching of vaginal entrance"), vulvovaginal pain ("stinging and stabbing of vaginal entrance"), arthralgia ("joint pain"), constipation ("constipation "), dyspepsia ("heart burn"), anaemia ("anemia"), vitamin d deficiency ("vitamin d deficiency"), flatulence ("gas"), urinary tract infection ("uti"), contusion ("bruising"), uterine disorder ("thickning of uterine wall") and mass ("mass in the uterine lining"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, gingival recession, dysmenorrhoea, migraine, headache, uterine leiomyoma, vaginal discharge, weight increased, incontinence, dental caries, abdominal pain lower, abdominal pain, menstrual disorder, ovarian cyst, hot flush, night sweats, vulvovaginal candidiasis, micturition urgency, pollakiuria, vulvovaginal burning sensation, vulvovaginal pruritus, vulvovaginal pain, arthralgia, constipation, dyspepsia, anaemia, vitamin d deficiency, flatulence, urinary tract infection, contusion, uterine disorder and mass outcome was unknown and the pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, abdominal distension, cystitis and inflammation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, arthralgia, constipation, contusion, cystitis, dental caries, device dislocation, dysmenorrhoea, dyspepsia, flatulence, gingival recession, headache, hot flush, incontinence, inflammation, mass, menorrhagia, menstrual disorder, micturition urgency, migraine, night sweats, ovarian cyst, ovulation pain, pelvic pain, pollakiuria, urinary tract infection, uterine disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal burning sensation, vulvovaginal candidiasis, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: date leave began: 28apr2016. Date leave ended: 18may2016. Reason: 0ctomy and bilateral salpingectomy. The coil was left in place with about 3 coils out of the tubal ostia. We removed the open sided speculum before cannulation of the first tubal ostia and left the scope in as doctor cannulated the second and again left 3-4 coils out into the uterine lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Abdominal x-ray - on 25-apr-2016: finding: there are bilateral tubal occlusive devices in place, apparently of the essure type. A moderate amount of stool is present throughout the colon. The small bowel gas pattern is normal no abnormal intraabdominal calcifications are e\ident no bony abnormality evident.. Hysterosalpingogram - on 06-mar-2009: she tolerated the procedure quite nicely, and we were satisfied that there was tubal occlusion, and she was informed of the same. Pathology test - on 28-apr-2016: final diagnosis: a) uterus, cervix, both fallopian tubes: hysterectomy and bilateral salpingectomy. 1. Squamous metaplasia of: endocervix, 2, endocervix and ec10csrvix are without neoplastic changes, 3. Secretory endometrium with benign endometrial polyps; negative for endometrial hyperplasia or carcinoma 4. Leiomyomas, two, of myometrium. 5, bilateral fallopian tubes without neoplastic changes or other diagnostic alterations. 6. Coiled metal device with left fallopian tube gross description: the left fallopian tubes 5,5 cm long by 0,5 cm diameter with open fimbria and an attached 1.5 cm thin, smooth walled cyst filled with clear, watery fluid. A metal coil is inserted into the proximal end of the fallopian tube consistent with possible essure birth control device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow-up 1 & 2 processed together. New pfs received. New events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: inflammation of the lower abdomen, (e-belly), bladder or urinary problems or changes, dental problems: increase in cavities, gums receded , dysmenorrhea (cramping), infection (bladder/ urinary tract/vaginal) type: vaginal, migraines / headaches, reproductive system disorder or condition type of disorder or condition: uterine fibroids, vaginal discharge, weight gain / loss specify which one: weight gain, pelvic pain, lower abdominal pain, abdominal pain, abnormal menses, ovarian cyst, hot flashes, night sweats, painful ovulation, yeast infection (candida), urgent urination, frequent urination, burning of vaginal entrance, stinging and stabbing of vaginal entrance, joint pain, constipation, heartburn, anemia, vitamin d deficiency were added. Outcome for events were updated. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs added. Lab data added. On (B)(6) 2019: new mr received. New reporters, concomitant conditions and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('3 essure coils that were implanted back in 2008 , I have only seen 2 called out to me on the most recent test images.') And pelvic pain ('pain/ sharp/stabbing pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 essure coils that were implanted back in 2008". The patient's medical history included body mass index normal and breast cancer nos stage ii. Previously administered products included for an unreported indication: micronor. Concurrent conditions included fabry's disease, allergic rhinitis, neuropathy, submucous leiomyoma of uterus, endometrial thickening, intramural leiomyoma of uterus, subserous leiomyoma of uterus, sleep disturbance, polyp of corpus uteri, nausea and vomiting. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6)2014, agalsidase beta (fabrazyme) since (B)(6)2012, alprazolam (xanax) since (B)(6)2015, cannabis sativa (cbd adrexol) from 2014 to 2016, cannabis sativa (marijuana) since 2014, gabapentin since (B)(6)2017 and hydrocodone since (B)(6)2015. On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ easily bruising weight gain"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches/ icepick headaches"). In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("ballooning/ gas/ severe bloat") and inflammation ("allergic or hypersensitivity reaction type: inflammation of the lower abdomen (e-belly)/"). In 2012, the patient experienced gingival recession ("dental problems: gums receded"). On (B)(6)2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids,"), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), dysmenorrhoea ("dysmenorrhea (cramping),"), cystitis ("bladder or urinary problems or changes: bladder infection"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), dental caries ("dental problems: increase in cavities"), abdominal pain lower ("lower abdomen/chronic lower abdominal pain/cramping"), abdominal pain ("diagnosis of debilitating abdominal pain"), menstrual disorder ("abnormal menses"), ovarian cyst ("ovarian cyst"), ovulation pain ("mittelschmerz"), hot flush ("hot flashes"), night sweats ("night sweats"), vulvovaginal candidiasis ("yeast infection (candida)"), micturition urgency ("urgent urination "), pollakiuria ("frequent urination "), vulvovaginal burning sensation ("burning of vaginal entrance"), vulvovaginal pruritus ("itching of vaginal entrance"), vulvovaginal pain ("stinging and stabbing of vaginal entrance"), arthralgia ("joint pain"), constipation ("constipation "), dyspepsia ("heart burn"), anaemia ("anemia"), vitamin d deficiency ("vitamin d deficiency"), flatulence ("gas"), urinary tract infection ("uti"), contusion ("bruising"), uterine disorder ("thickening of uterine wall nos"), uterine mass ("mass in the uterine lining"), throat irritation ("extremely irritated throat"), stomatitis ("mouth irritated"), hyposmia ("I have a sensitive rose and smell"), uterine pain ("stabbing me in the uterus"), pyrexia ("low grade fever") and blister ("blister on my leg"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, gingival recession, dysmenorrhoea, migraine, headache, uterine leiomyoma, vaginal discharge, weight increased, urinary incontinence, dental caries, abdominal pain lower, abdominal pain, menstrual disorder, ovarian cyst, hot flush, night sweats, vulvovaginal candidiasis, micturition urgency, pollakiuria, vulvovaginal burning sensation, vulvovaginal pruritus, vulvovaginal pain, arthralgia, constipation, dyspepsia, anaemia, vitamin d deficiency, flatulence, urinary tract infection, contusion, uterine disorder, uterine mass, throat irritation, stomatitis, hyposmia, uterine pain, pyrexia and blister outcome was unknown and the pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, abdominal distension, cystitis and inflammation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, arthralgia, blister, constipation, contusion, cystitis, dental caries, device dislocation, dysmenorrhoea, dyspepsia, flatulence, gingival recession, headache, hot flush, hyposmia, inflammation, menorrhagia, menstrual disorder, micturition urgency, migraine, night sweats, ovarian cyst, ovulation pain, pelvic pain, pollakiuria, pyrexia, stomatitis, throat irritation, urinary incontinence, urinary tract infection, uterine disorder, uterine leiomyoma, uterine mass, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal burning sensation, vulvovaginal candidiasis, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: date leave began: (B)(6)2016. Date leave ended: (B)(6)2016. Reason: 0ctomy and bilateral salpingectomy the coil was left in place with about 3 coils out of the tubal ostia. We removed the open sided speculum before cannulation of the first tubal ostia and left the scope in as doctor cannulated the second and again left 3-4 coils out into the uterine lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Abdominal x-ray - on (B)(6)2016: finding: there are bilateral tubal occlusive devices in place, apparently of the essure type. A moderate amount of stool is present throughout the colon. The small bowel gas pattern is normal no abnormal intraabdominal calcifications are e\dent no bony abnormality evident.. Hysterosalpingogram - on (B)(6)2009: she tolerated the procedure quite nicely, and we were satisfied that there was tubal occlusion, and she was informed of the same. Pathology test - on (B)(6)2016: final diagnosis: a) uterus, cervix, both fallopian tubes: hysterectomy and bilateral salpingectomy. 1. Squamous metaplasia of: endocervix, 2, endocervix and ec10csrvix are without neoplastic changes, 3. Secretory endometrium with benign endometrial polyps; negative for endometrial hyperplasia or carcinoma 4. Leiomyomas, two, of myometrium. 5, bilateral fallopian tubes without neoplastic changes or other diagnostic alterations. 6. Coiled metal device with left fallopian tube gross description: the left fallopian tubes 5,5 cm long by 0,5 cm diameter with open fimbria and an attached 1.5 cm thin, smooth walled cyst filled with clear, watery fluid. A metal coil is inserted into the proximal end of the fallopian tube consistent with possible essure birth control device. Most recent follow-up information incorporated above includes: on 28-jan-2020: social media received:- new reporter information was added. New events added - throat irritation, stomatitis, hyposmia, stabbing me in the uterus, low grade fever, blister on my leg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('3 essure coils that were implanted back in 2008 , I have only seen 2 called out to me on the most recent test images.') And pelvic pain ('pain/ sharp/stabbing pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 essure coils that were implanted back in 2008". The patient's medical history included body mass index normal and breast cancer nos stage ii. Previously administered products included for an unreported indication: micronor. Concurrent conditions included fabry's disease, allergic rhinitis, neuropathy, submucous leiomyoma of uterus, endometrial thickening, intramural leiomyoma of uterus, subserous leiomyoma of uterus, sleep disturbance, polyp of corpus uteri, nausea and vomiting. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2014, agalsidase beta (fabrazyme) since (B)(6) 2012, alprazolam (xanax) since (B)(6) 2015, cannabis sativa (cbd adrexol) from 2014 to 2016, cannabis sativa (marijuana) since 2014, gabapentin since (B)(6) 2017 and hydrocodone since (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ easily bruising weight gain"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches/ icepick headaches"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("ballooning/ gas/ severe bloat") and inflammation ("allergic or hypersensitivity reaction type: inflammation of the lower abdomen (e-belly)/"). In 2012, the patient experienced gingival recession ("dental problems: gums receeded"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids,"), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), dysmenorrhoea ("dysmenorrhea (cramping),"), cystitis ("bladder or urinary problems or changes: bladder infection"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), dental caries ("dental problems: increase in cavities"), abdominal pain lower ("lower abdomen/chronic lower abdominal pain/cramping"), abdominal pain ("diagonosis of debilitating abdominal pain"), menstrual disorder ("abnormal menses"), ovarian cyst ("ovarian cyst"), ovulation pain ("mittelschmerz"), hot flush ("hot flashes"), night sweats ("night sweats"), vulvovaginal candidiasis ("yeast infection (candida)"), micturition urgency ("urgent urination "), pollakiuria ("frequent urination "), vulvovaginal burning sensation ("burning of vaginal entrance"), vulvovaginal pruritus ("itching of vaginal entrance"), vulvovaginal pain ("stinging and stabbing of vaginal entrance"), arthralgia ("joint pain"), constipation ("constipation "), dyspepsia ("heart burn"), anaemia ("anemia"), vitamin d deficiency ("vitamin d deficiency"), flatulence ("gas"), urinary tract infection ("uti"), contusion ("bruising"), uterine disorder ("thickning of uterine wall nos"), uterine mass ("mass in the uterine lining"), throat irritation ("extremely irratated throat"), stomatitis ("mouth irritated"), hyposmia ("I have a sensitive rose and smell"), uterine pain ("stabbing me in the uterus"), pyrexia ("low grade fever") and blister ("blister on my leg"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, gingival recession, dysmenorrhoea, migraine, headache, uterine leiomyoma, vaginal discharge, weight increased, urinary incontinence, dental caries, abdominal pain lower, abdominal pain, menstrual disorder, ovarian cyst, hot flush, night sweats, vulvovaginal candidiasis, micturition urgency, pollakiuria, vulvovaginal burning sensation, vulvovaginal pruritus, vulvovaginal pain, arthralgia, constipation, dyspepsia, anaemia, vitamin d deficiency, flatulence, urinary tract infection, contusion, uterine disorder, uterine mass, throat irritation, stomatitis, hyposmia, uterine pain, pyrexia and blister outcome was unknown and the pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, abdominal distension, cystitis and inflammation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, arthralgia, blister, constipation, contusion, cystitis, dental caries, device dislocation, dysmenorrhoea, dyspepsia, flatulence, gingival recession, headache, hot flush, hyposmia, inflammation, menorrhagia, menstrual disorder, micturition urgency, migraine, night sweats, ovarian cyst, ovulation pain, pelvic pain, pollakiuria, pyrexia, stomatitis, throat irritation, urinary incontinence, urinary tract infection, uterine disorder, uterine leiomyoma, uterine mass, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal burning sensation, vulvovaginal candidiasis, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: date leave began: (B)(6) 2016 date leave ended: (B)(6) 2016 reason: 0ctomy and bilateral salpingectomy the coil was left in place with about 3 coils out of the tubal ostia. We removed the open sided speculum before cannulation of the first tubal ostia and left the scope in as doctor cannulated the second and again left 3-4 coils out into the uterine lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Abdominal x-ray - on (B)(6) 2016: finding: there are bilateral tubal occlusive devices in place, apparently of the essure type. A moderate amount of stool is present throughout the colon. The small bowel gas pattern is normal no abnormal intraabdominal calcifications are e\ident no bony abnormality evident.. Hysterosalpingogram - on (B)(6) 2009: she tolerated the procedure quite nicely, and we were satisfied that there was tubal occlusion, and she was informed of the same. Pathology test - on (B)(6) 2016: final diagnosis: a) uterus, cervix, both fallopian tubes: hysterectomy and bilateral salpingectomy. 1. Squamous metaplasia of: endocervix, 2, endocervix and ec10csrvix are without neoplastic changes, 3. Secretory endometrium with benign endometrial polyps; negative for endometrial hyperplasia or carcinoma 4. Leiomyomas, two, of myometrium. 5, bilateral fallopian tubes without neoplastic changes or other diagnostic alterations. 6. Coiled metal device with left fallopian tube gross description: the left fallopian tubes 5,5 cm long by 0,5 cm diameter with open fimbria and an attached 1.5 cm thin, smooth walled cyst filled with clear, watery fluid. A metal coil is inserted into the proximal end of the fallopian tube consistent with possible essure birth control device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('3 essure coils that were implanted back in 2008 , I have only seen 2 called out to me on the most recent test images.') And pelvic pain ('pain/ sharp/stabbing pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 essure coils that were implanted back in 2008". The patient's medical history included body mass index normal and breast cancer nos stage ii. Previously administered products included for an unreported indication: micronor. Concurrent conditions included fabry's disease, allergic rhinitis, neuropathy, submucous leiomyoma of uterus, endometrial thickening, intramural leiomyoma of uterus, subserous leiomyoma of uterus, sleep disturbance, polyp of corpus uteri, nausea and vomiting. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) of 2014, agalsidase beta (fabrazyme) since (B)(6) of 2012, alprazolam (xanax) since (B)(6) of 2015, cannabis sativa (cbd adrexol) from 2014 to 2016, cannabis sativa (marijuana) since 2014, gabapentin since (B)(6) of 2017 and hydrocodone since (B)(6) of 2015. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ easily bruising weight gain"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches/ icepick headaches"). In (B)(6) of 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) of 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("ballooning/ gas/ severe bloat") and inflammation ("allergic or hypersensitivity reaction type: inflammation of the lower abdomen (e-belly). In 2012, the patient experienced gingival recession ("dental problems: gums receeded"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids, 7 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, dysmenorrhoea ("dysmenorrhea (cramping), cystitis ("bladder or urinary problems or changes: bladder infection"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), dental caries ("dental problems: increase in cavities"), abdominal pain lower ("lower abdomen/chronic lower abdominal pain/cramping"), abdominal pain ("diagonosis of debilitating abdominal pain"), menstrual disorder ("abnormal menses"), ovarian cyst ("ovarian cyst"), ovulation pain ("mittelschmerz"), hot flush ("hot flashes"), night sweats ("night sweats"), vulvovaginal candidiasis ("yeast infection (candida), micturition urgency ("urgent urination "), pollakiuria ("frequent urination "), vulvovaginal burning sensation ("burning of vaginal entrance"), vulvovaginal pruritus ("itching of vaginal entrance"), vulvovaginal pain ("stinging and stabbing of vaginal entrance"), arthralgia ("joint pain"), constipation ("constipation "), dyspepsia ("heart burn"), anaemia ("anemia"), vitamin d deficiency ("vitamin d deficiency"), flatulence ("gas"), urinary tract infection ("uti"), contusion ("bruising"), uterine disorder ("thickning of uterine wall nos"), uterine mass ("mass in the uterine lining"), throat irritation ("extremely irratated throat"), stomatitis ("mouth irritated"), hyposmia ("I have a sensitive rose and smell"), uterine pain ("stabbing me in the uterus"), pyrexia ("low grade fever") and blister ("blister on my leg"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, gingival recession, dysmenorrhoea, migraine, headache, uterine leiomyoma, vaginal discharge, weight increased, urinary incontinence, dental caries, abdominal pain lower, abdominal pain, menstrual disorder, ovarian cyst, hot flush, night sweats, vulvovaginal candidiasis, micturition urgency, pollakiuria, vulvovaginal burning sensation, vulvovaginal pruritus, vulvovaginal pain, arthralgia, constipation, dyspepsia, anaemia, vitamin d deficiency, flatulence, urinary tract infection, contusion, uterine disorder, uterine mass, throat irritation, stomatitis, hyposmia, uterine pain, pyrexia and blister outcome was unknown and the pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, abdominal distension, cystitis and inflammation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, arthralgia, blister, constipation, contusion, cystitis, dental caries, device dislocation, dysmenorrhoea, dyspepsia, flatulence, gingival recession, headache, hot flush, hyposmia, inflammation, menorrhagia, menstrual disorder, micturition urgency, migraine, night sweats, ovarian cyst, ovulation pain, pelvic pain, pollakiuria, pyrexia, stomatitis, throat irritation, urinary incontinence, urinary tract infection, uterine disorder, uterine leiomyoma, uterine mass, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal burning sensation, vulvovaginal candidiasis, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: date leave began: (B)(6) 2016. Date leave ended: (B)(6) 2016. Reason: 0ctomy and bilateral salpingectomy. The coil was left in place with about 3 coils. Out of the tubal ostia. We removed the open sided speculum before cannulation of the first tubal ostia and left the scope in as doctor cannulated the second and again left 3-4 coils out into the uterine lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Abdominal x-ray - on (B)(6) 2016: finding: there are bilateral tubal occlusive devices in place, apparently of the essure type. A moderate amount of stool is present throughout the colon. The small bowel gas pattern is normal no abnormal intraabdominal calcifications are e\ident no bony abnormality evident. Hysterosalpingogram - on (B)(6) 2009: she tolerated the procedure quite nicely, and we were satisfied that there was tubal occlusion, and she was informed of the same. Pathology test - on (B)(6) 2016: final diagnosis: a) uterus, cervix, both fallopian tubes: hysterectomy and bilateral salpingectomy. 1. Squamous metaplasia of: endocervix, 2, endocervix and ec10csrvix are without neoplastic changes, 3. Secretory endometrium with benign endometrial polyps; negative for endometrial hyperplasia or carcinoma. 4. Leiomyomas, two, of myometrium. 5, bilateral fallopian tubes without neoplastic changes or other diagnostic alterations. 6. Coiled metal device with left fallopian tube gross description: the left fallopian tubes 5,5 cm long by 0,5 cm diameter with open fimbria and an attached 1.5 cm thin, smooth walled cyst filled with clear, watery fluid. A metal coil is inserted into the proximal end of the fallopian tube consistent with possible essure birth control device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.